Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, heart failure, peripheral arterial disease, chronic obstructive pulmonary disease, chronic kidney failure, neurological disorder, atrial fibrillation, and heart block. Complications reported included perivalvular leak, stroke, myocardial infarction, bleeding, sepsis, renal failure, pneumonia, surgical intervention (valve-in-valve, permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: real-world procedural and clinical outcomes of contemporary balloonexpandable and self-expandable tavr systems: a single-center experience b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "real-world procedural and clinical outcomes of contemporary balloonexpandable and self-expandable tavr systems: a single-center experience", was reviewed. This research article is a retrospective single-center experience to evaluate procedural and postoperative outcomes associated with different contemporary transcatheter aortic valve replacement (tavr) systems in a consecutive cohort of patients. The devices included in the study were evolut r/pro, accurate neo, portico, allegra, sapien 3 and myval. The article concluded that new-generation balloon-expandable and self-expandable tavr systems demonstrated overall favorable outcomes with distinct procedural and hemodynamic profiles. Balloon-expandable valves offered superior sealing properties with lower rates of paravalvular leak, while self-expandable valves were associated with lower postoperative transvalvular gradients. [The primary and corresponding author was mattia vinciguerra, department of clinical, internal, anesthesiology and cardiovascular sciences, umberto I hospital, sapienza university of rome, rome, italy, with corresponding e-mail: mattia.vinciguerra@uniroma1.it.] This study included patients with symptomatic severe aortic stenosis and high surgical risk who underwent tavr from 01 january 2019 to 31 october 2024. A total of 366 patients were included in the study, of which 3.83% (14) received an abbott device. The average age was 81.9 years. The majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, heart failure, peripheral arterial disease, chronic obstructive pulmonary disease, chronic kidney failure, neurological disorder, atrial fibrillation, and heart block.